Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the implantable neurostimulator (ins) was depleting too quickly where they would get it completely charged and the next day it would be completely discharged. The caller also noted that it took a long time to charge the ins. It was noted that all 8 coupling boxes were filled when the patient charged. It was noted that the patient was up all night until 4 am and the ins was never completely charged. It was noted that there was a fall that could have been related to the issue. The caller thought that the fall was after the problem started, but then noted that the patient had fallen several times though. Patient services noted that based on what the caller said, the implantable neurostimulator recharger (insr) seemed to be working as intended. However, a manufacturer's representative (rep) had told the caller that replacing the insr was the first step in finding out what was wrong. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.